Manufacturer narrative:
The device was not returned. The system board was removed and returned for evaluation. The malfunction was duplicated and attributed to a faulty capacitor.

Event description:
During biomed testing, the device failed to power up. Complainant indicated that there was no pt involvement in the reported malfunction.